Event description:
It was reported the coil prematurely detached without any manipulation. The patient expired the same day. The event happened one to one and a half years ago. The physician can not attribute the death to the premature coil detachment. No further information provided.

Manufacturer narrative:
Device manufacture date: unk.